Event description:
It was reported that the tip of the final lock screw driver sheared off and is now stuck in the patient. This event occurred in the UK.

Manufacturer narrative:
The device is unavailable for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information to support this investigation.